Event description:
It was reported that a bridge bolus was not performed. The patient was on 5 milligrams per milliliter (mg/ml) of dilaudid at 2.3mg/day. At his last refill he was refilled with 20 mg/ml but no programming was changed and no bridge performed. As a result the patient was getting four times the dose, approximately 9.2mg/day. The patient stated that they were fine and felt good; no overdose. The patient was refilled on (B)(6) 2015, approximately 45 minutes before the call with 5mg/ml and the programming was left at 5mg/ml at 2.3mg/day. However, she wanted the patient to receive 2.3mg/day. The caller wanted to drop the patient down from 9.2 mg/day to 4 mg/day to "bridge" until the 5 mg/ml drug reached the catheter tip and at that point the dose will drop back down to 2.3 mg/day. A modified bridge bolus was discussed and an adjustment was made to correct the programming error (0.466 ml tdv x 20 mg/ml = 9.32 mg; 9.32 / 4 mg/day = 2.33 x 24 hrs/day = 55 h 55 m bolus duration). Additional information was requested to verify resolution and current patient status. No further information was provided at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).